Event description:
Customer reported the rosie v iii monitor had a blank display which may have resulted in a loss of monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the units lcd display, calibrated and safety tested to factory specifications.